Event description:
Echelon flex 60 misfired on 4th fire of stapler resulting in a manual release. Another device had to be opened. The procedure continued and there was no harm to the patient.======================manufacturer response for long articulating endoscopic cutter, echelon flex 60 (per site reporter).======================manufacturer rep was onsite and requested device so qa can be done before providing a response regarding misfire.what was the original intended procedure?sleeve gastrectomy.device #1is this a laboratory device or laboratory test?no.